Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic kidney transplant procedure, after firing the device, there was a poor staple formation, and also there was an unexpected bleeding and blood loss of 500cc or more on the staple line after the device was fired. They then used extra clips to resolve the issue and to stop the bleeding. Some of the staples fell into the patient cavity, however the surgeon managed to retrieved it using suction device.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic kidney transplant procedure, after firing the device, there was an unexpected bleeding and blood loss of 500cc or more on the staple line after the device was fired. They then used extra clips to resolve the issue and to stop the bleeding. Some of the staples fell into the patient cavity, however the surgeon managed to retrieved it using suction device.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of a video of a device. The staple line was bleeding and staples were loose in the cavity. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.